Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained a sensor reading of 220 mg/dl compared to a capillary result of 48 mg/dl from the built-in meter. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer experienced sweating, dizziness, and required treatment of sweetened drink provided by their spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.